Manufacturer narrative:
UDI - (B)(4). The device was manufactured april 20, 2017 ¿ april 21, 2017. (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The device had been filled with 4300mg fluorouracil and 0.9% sodium chloride. There was no patient involvement. No additional information is available.